Event description:
A malfunction code labeled as malf 12 was reported, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, and the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to contact support again if the issue reappears.